Event description:
It was reported that, "the arthroplasty was revised due to instability and pain. The tibial insert was revised. The components were implanted in situ for 0.75 y. The pt presented with a (B)(6) score of 3 three months prior to revision surgery and a maximum score of 3."

Manufacturer narrative:
An eval of the device cannot be performed. Devices were retained at drexel implant research center. Medical records and x-rays were not provided to stryker of review due to irb restrictions at reporter's institution. If add'l info becomes available, it will be submitted in a supplemental report.